Event description:
Five years ago patient was treated with bird's nest filter. However, recently the patient was complaining of back pain. Upon angiography of inferior vena cava, the physician found that the struts of the filter had pierced the vascular wall.